Manufacturer narrative:
Other devices listed in this report: cat. No.: 5521-b-600 tri ts baseplate size 6, lot code: gtvx , cat. No.: unknown, femoral condyle, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: photos of the reported device indicates there is some wear and discoloration consistent with in vivo use. Nothing more can be learned from the provided photos. Dimensional and functional analysis could not be performed as the device was not returned. The provided records were submitted to clinician and deemed insufficient for medical review. Pathology reports, micro reports and primary operative reports. Are needed to complete review. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection & extensor mechanism rupture . The components were implanted in situ for ~ 0.01 y. The tibial and femoral components were revised.

Event description:
The arthroplasty was revised due to infection & extensor mechanism rupture . The components were implanted in situ for ~ 0.01 y. The tibial and femoral components were revised.